Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) provided inappropriate shocks for ventricular tachycardia (vt). There was noise observed on the electrogram (egm). This ICD stored multiple episodes with noise on the right ventricular (rv) leads. The noise and oversensing on this rv lead was caused from the lead being fractured. The entire system was removed from service and a new system was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.